Event description:
It was reported that the patient was experiencing painful burning sensation in the left thigh after the implant procedure. The surgery center tried to manage the patients pain and nothing seemed to help. The patient was transported to the hospital wherein the patient was admitted for observation and had an intravenous (IV) pain medication. The patient has been discharged and has been doing better.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7128582.